Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure with a 6f sheath. Reportedly, the device was unable to be advanced into the vessel. None of the steps were performed, and the device was removed. Upon device removal, it was found that the distal guide was kinked. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide damage was confirmed. The reported difficulty to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance, twisted/bent sheath include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.